Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer other relevant blood glucose level was 280 mg/dl. Customer treated high blood glucose level with insulin pump and also ate food. The insulin pump and reservoir will not be returned for analysis.